Event description:
It was reported that a patient with a 21mm 3300tfxj aortic valve underwent a valve-in-valve procedure after an implant duration of approximately eight (8) years due to aortic stenosis secondary to structural valve deterioration. The patient presented with heart failure with catecholamine dependency and decreased left ventricular ejection fraction. The valve-in-valve procedure was performed with a 23mm non-edwards transcatheter valve. The patient status was reported as recovering . The device was not returned for evaluation as it remained implanted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.